Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc blood glucose meter. Customer reported a high reading of 347 mg/dl which was higher than a lab reading of 95 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving a high reading from their adc blood glucose meter. Customer reported a high reading of 347 mg/dl which was higher than a lab reading of 95 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs for the fs freedom lite meter and fs strips were reviewed and the dhrs showed the fs freedom lite meter and fs strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in the specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The reported meter and strips has been returned and investigated. Visual inspection has been performed and no issues were observed. The meter powered on with button depression and with insertion of strip. Performed control solution test and all results were satisfactory. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a high reading from their adc blood glucose meter. Customer reported a high reading of 347 mg/dl which was higher than a lab reading of 95 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.